Event description:
It was reported that the tubing was not connected to one of the medication administration ports on a clearlink system continu-flo solution set. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspected lot number is r24f26123. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.